Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The medical history included asthma, thyroid disorder. The concomitant medications included an unspecified medication for thyroid disorder. On (B)(6) 2010, she started using o.b. Combination packs, vaginally, one, for period (lot number 3149m6400, frequency and expiration date unspecified). After one day, she noticed that the tampon unravelled upon removal and pieces of tampon got stuck in her vagina. She did not use the device further. She stated that she removed pieces from vagina. She also stated that she had used eleven tampons. After one day, the event resolved. This report was assessed as non-serious event. The company causality was assessed as possible. Sample received contained 1 package of o.b multipack 40s&apos; lot #: 3149m6400 and 16 sealed regular tampons, 11 sealed super tampons and 6 sealed super plus tampons. The returned sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint for none of the tampons contained in the package. Super plus tampons that were specifically mentioned by the consumer to be the subject of this complaint, had no manufacturing defects. The device history record revealed no issues or nonconformance with the product or process related to this complaint. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed for none of the tampons contained in the package. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.